Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 16716499, model/catalog description: precision spectra ipg kit. Model number/catalog number: sc-8216-70: serial number: (B)(4), batch/lot number: 15775980, model/catalog description: artisan lead 70 cm. Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 17392220, model/catalog description: coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.